Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified; additionally, a malfunction 12 - 0x2071 issue was identified.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on and resumed insulin delivery successfully. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.